Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices are filed under separate medwatch reports.

Event description:
It was reported that bilateral suture placement in the heavily calcified right and left common femoral arteries (rcfa and lcfa) was achieved with two proglide devices at each access site using the pre-close technique via a 6f sheath prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, prior to successful placement of two proglide sutures in the lcfa, two other proglide devices failed when there was no suture present with plunger removal. After pre-placement of two new proglide sutures at each access site, the sheath was upsized to a 11f and the aaa procedure was completed. Hemostasis was achieved in the rcfa and lcfa with the four pre-placed proglide sutures. Post procedure, the patient complained of numbness in both legs. No pulse was noted. The patient was taken to surgery and an endarterectomy was performed which revealed very small vessels and excessive plaque buildup. The proglide sutures did not capture the back wall of the artery. The physician noted no pulse was likely due to poor patient selection (small vessels and excessive plaque buildup). There was no reported clinically significant delay in the procedure or therapy due to the proglide devices as the physician noted the lack of pulse was not due to an issue with the proglide devices. No additional information was provided.